Manufacturer narrative:
2.3 investigation result: the rotation axis has fractured below the taper. The taper of the rotation axis shows small visible damage on the surface. Furthrmore it must be mentioned that the rotation axis locknut is no longer located/fixed on the thread of the rotation axis and this locknut was not supplied for investigation. The breakage surface of proximal fragment shows so called arrest lines which indicate a fatigue fracture. The breakage surface of the distal component shows mainly secondary damages (shiny surface). This indicates that this surface rubbed against something other after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis shows no abnormal visible damages. The gliding surface of the meniscal component shows no serious visible and noticeable damages or deviations. The bearing for rotation axis as well as the locking ring show also no unusual damages or deviations. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and preventive measures: on the basis of the current information and as well as a result of our investigation, a definitive conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There is no indication for a material defect or manufacturing failure. It could be possible that the fracture appears to have occurred due to a patient related recurring mechanical overload situation. Based upon the investigation results, a CAPA is not necessary.

Event description:
Involved components nr860k - enduro locking nut f/rotation axis - lot 52722594.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr890m - enduro meniscal component f3 10mm. According to the complaint description, the patient reported that while shopping, there was a sudden giving of the knee with the coupled knee prosthesis occurred. It happened without apparent outside influence or any overload. Diagnosis revealed a coupling fracture. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components nr860k - enduro locking nut f/rotation axis - lot 52722594.